Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time. Conclusion: the electrical characteristics of the returned device were within specifications. The inspection of the connector header revealed: damages at the distal atrial and ventricular level (hole in the corresponding silicone cover); damages at the proximal atrial and ventricular silicone cover; the distal atrial and ventricular setscrews were completely unscrewed; the first thread of the distal ventricular setscrew and terminal block were damaged. The upper part of the hexagonal head of the distal ventricular setscrew showed little damages; silicone particle were found inside the hexagonal head of the distal ventricular setscrew, these particles resulted from the punch of the silicone cover by the screwdriver probably after unscrewing completely the setscrew; these damages confirm difficulties were met during the screwing/unscrewing operations; however, it is not possible to determine whether these damages resulted from screwing operations at the beginning of the implantation procedure or at the end, i.e. Whether there is a link between these damages and the reported event; little damages were also observed at the atrial level; one possible hypothesis to explain the difficulties met to tighten the ventricular lead is that: the ventricular setscrew was completely unscrewed; then the screwdriver was reintroduced but it punched the silicone cover and particles fell in the hexagonal head; then after difficulties were met to reintroduce the setscrew and it could have been skewed and stuck at the level of the first thread; in these conditions the lead could no be correctly tightened.

Event description:
Reportedly, during the implantation procedure, it was impossible to tighten the setscrew of the pacemaker when right ventricular lead was attached. The pacemaker involved in this MDR report was returned for analysis.